Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, it was reported that a recoverable error appeared on the system screen. Errors pointed to the video processor (vp). The user attempted multiple hard power cycles using the emergency power off (epo), but the issue persisted. Troubleshooting focused on inspecting the fiber connections from the vp to both the endoscope controller and the core, but all indicator leds were blue, signifying normal status. Despite these efforts, the fault persisted, preventing continuation of the procedure and resulting in conversion to laparoscopic surgery resulted in adding an additional port. The patient tolerated the change to laparoscopic.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the orange fiber cable to correct the reported problem. The system was then tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. A system log review showed error codes pointing to a communication issue between the endoscope controller and video processor.